Event description:
Information was received from a respironics international service vendor that this unit had an alarm problem. There was no reported patient involvement or harm. The alarm was replaced to correct the problem.